Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was removed from the ventilator to be transported to another room. The patient was being ventilated manually via an ambu bag during transport. When the patient was ready to be placed back on the same ventilator, the ventilator generated an alarm and did not start up when turned on.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the breath delivery unit (bdu) printed circuit board (pcb) and the graphic user interface (gui)pcb. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.